Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in d4 (primary UDI number), g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella cpsa c9 device was implanted via the left femoral artery in a 72 year-old female patient presenting with acute myocardial infarction and cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. Medical history was notable for peripheral vascular disease/peripheral arterial disease, with prior vascular surgery reported. During intensive care unit management, limb ischemia was reported in the affected extremity. The patient had known underlying peripheral vascular disease. Contributing factors included the use of catecholamines. While on support, the impella cpsa c9 device was operating at performance level 9 with expected flows of 3.3 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. Due to limb ischemia, the impella device was explanted the following day. The patient survived the event. Limb ischemia is likely due to known pad/pvd as well as use of catecholamines for treatment of society for cardiovascular angiography and interventions (scai) shock stage c.

Manufacturer narrative:
Note: d4 unique device identifier (UDI) is unavailable at the time of this MDR writing. Upon receipt or capture of the UDI a supplemental report will be submitted accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.